Manufacturer narrative:
.

Event description:
Reportedly, the patient stated that she did not feel good after her appointment with the physician on (B)(6) 2016. Eventually she went to the emergency room on (B)(6) 2016. According to the patient, the basic rate was reprogrammed to 45min-1 on (B)(6) 2016. The physician asked from local sorin representative to set the basic rate to 55min-1 on (B)(6) 2016.

Event description:
Reportedly, the patient stated that she did not feel good after her appointment with the physician on (B)(6) 2016. Eventually she went to the emergency room on (B)(6) 2016. According to the patient, the basic rate was reprogrammed to 45min-1 on (B)(6) 2016. The physician asked from local sorin representative to set the basic rate to 55min-1 on (B)(6) 2016.